Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem characterized by rod instability, bulging, and a rigid pump. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100520949. Model/catalog description: reservoir. D4 unique identifier (UDI): (B)(4).